Event description:
It was reported that a peritoneal dialysis (pd) patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported whether the patient was hospitalized prior to death. It was not reported whether pd therapy was ongoing until the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.